Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent detachment occurred. The target lesion was located in the extremely calcified mid left anterior descending artery (lad), distal to the 1st diagonal branch. Three emerge balloon catheters were used without issue. During use of the fourth emerge balloon catheter, the balloon ruptured during an unknown inflation attempt. The device then became stuck in the lad and when the physician pulled it out, fragments of the balloon detached in the artery. The patient was sent to surgery. All balloon fragments were removed and the original lesion was treated. No additional patient complications were reported. Patient status post-surgery was fine; however, 30% ventricular ejection fraction was noted which the physician attributes to the event. No additional intervention is planned at this time.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent detachment occurred. The target lesion was located in the extremely calcified mid left anterior descending artery (lad), distal to the 1st diagonal branch. Three emerge balloon catheters were used without issue. During use of the fourth emerge balloon catheter, the balloon ruptured during an unknown inflation attempt. The device then became stuck in the lad and when the physician pulled it out, fragments of the balloon detached in the artery. The patient was sent to surgery. All balloon fragments were removed and the original lesion was treated. No additional patient complications were reported. Patient status post-surgery was fine; however, 30% ventricular ejection fraction was noted which the physician attributes to the event. No additional intervention is planned at this time.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a complete circumferential balloon tear 9 mm from the proximal balloon bond. The inner shaft was separated adjacent to the bi-component weld. The fracture face was jagged and stretched, suggesting the separation may be related to tensile overload. The distal portion (inner shaft, markerbands, distal tip) were not returned for analysis. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to detached balloon and shaft components. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).